Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial (B)(6) . Product type programmer, patient product ID 97745bp lot# unknown serial# implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial (B)(6) , ubd: , UDI#: (B)(4). H3: analysis of the 97745 controller (ptm) (serial number (B)(6). Found no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was starting about 3 days ago the pt was able to get the implant to charge but they could not charge their controller. When the pt was able to charge the implant it took the pt a long time to charge the implant. Now the pt was not able to turn their stimulation on for they receive no device found. Pt noted it was so hard to find the device. During call pt verified that the controller battery department had no damage and the controller battery was not in perfect condition for it had worn spots and the one on far right looked like it had a scratch in it. During call pt plugged the controller into the ac power supply without the battery inserted, pt verified the controller turned on. Pt put the battery back into the controller and verified the controller had a green flashing light. Pt they charged the controller all they way but when they went to use the controller they got no device found. During call pt attempted to charge their implant and got poor recharge quality. A replacement recharger telemetry module (rtm) was sent out, and the patient called back and said they received their recharger antenna replacement today but when they went to plug in their recharger antenna, the controller was unresponsive. Pt said they tried plugging the controller into the ac power supply and the controller didn't power on. Pt said the ac power supply was lit up green in the outlet. The pt tried two sets of aa batteries in the controller and the controller didn't power on. A replacement controller was sent out. No symptoms were reported.